Manufacturer narrative:
The following components were received in the return: returned guidewire, catheter assembly with hub intact and sensor removed, and tether wires returned separately. Visual inspection of the skiving portion of the catheter was found to be normal. Visual inspection of the distal end of the delivery system identified a slight bump in material. The event could not be reproduced and assessed for difficulty releasing as the sensor was deployed and implanted previously and was unavailable for investigation; consequently, the investigation was unable to determine the root cause of the event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During the implant procedure, the sensor stuck to the delivery catheter. Prior to deployment, all lines and catheters were flushed frequently, the sensor was agitated in a bowl of heparinized saline for 30 seconds. When the sensor was deployed and the delivery catheter was retracted, the sensor retracted with the catheter. The location of the sensor on the catheter was not clear. The sensor was removed using the pulmonary artery catheter. Calibration was completed in the catheterization lab, and a reading was sent with the peu in recovery. The physician was not sure if the sensor was not completely separating during deployment or if it was getting reattached. The procedure delay required administration of versed and fentanyl to the patient.